Manufacturer narrative:
(B)(4). G2: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the pateint received a patella resurfacing. No revision of any implants insitu, just resurfacing the patella. Nothing was explanted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.   H6-component code- suggested code: mechanical (g04) - femur. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Insufficient information provided. Unable to perform a compatibility check. Medical records were not provided. The complaint is not confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Event description:
No further event information available at the time of this report.